Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: interference with ECG.

Manufacturer narrative:
(B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of hospira. Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "caused interference with ECG 12 lead in cath lab. Pump treatment information:630ml. Type of drug:procalamine. Delay in therapy:unknown. Need for medical intervention:unknown. Patient involvement: yes."